Event description:
During an endoscopic mucosal resection (emr), a cook instinct endoscopic hemoclip was used to treat the bleeding site in the esophagus. While the nurse was attempting to close the clip on the tissue, the handle popped. Clips made by another company as well as another cook clip were used to complete the procedure without difficulty. A section of the device did not remain inside the patient's body. Our laboratory evaluation confirmed the drive wire is not connected to the handle assembly. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved found the drive wire separated inside the handle. The proximal end of the drive wire was completely straight and had no evidence of proper assembly of the securing component. The handle spool was disassembled to verify the condition of the securing component, however, the tip showed no deformation where it should have contacted the drive wire. Based on the condition of the drive wire and securing component, it is apparent that the securing component did not receive the specified assembly to secure the drive wire to the handle and resulted in the failure described in the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: based on the condition of the drive wire and securing component, it is apparent that the securing component did not receive the specified assembly to secure the drive wire to the handle and resulted in the failure described in the report. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.